Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The ipg was tilted in the pocket. The physician revised the pocket site and the patient was reportedly doing fine.